Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal circumflex artery. A 2.50 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, during the procedure, the hypotube broke in half and the bottom part of the hypotube remained intact. The whole system was easily removed from the patient's body. The procedure was completed with a 2.50x20 synergy ii everolimus-eluting platinum chromium coronary stent system. No patient complications were reported and the patient was doing great.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 569mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the full length of the catheter. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal circumflex artery. A 2.50 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, during the procedure, the hypotube broke in half and the bottom part of the hypotube remained intact. The whole system was easily removed from the patient's body. The procedure was completed with a 2.50x20 synergy ii everolimus-eluting platinum chromium coronary stent system. No patient complications were reported and the patient was doing great.